Event description:
It was reported that there error msg displayed when powered on reading motor service due. Additionally, completed investigation found air bubble in upstream occlusion sensor (uso) seal, delaminated downstream occlusion sensor (dso) seal. Found corrosion on latch lock flex. Device passed all test.

Manufacturer narrative:
Received one device, customer complaint of error msg displayed when powered on reading motor service due confirmed through pump power up test. Motor odometer reporting 12,108,480. Replaced motor and reset odometer to 0. Performed pump power up test to confirm repair. Upon further investigation, found air bubble in upstream occlusion sensor (uso)seal. Found delaminated downstream occlusion sensor (dso) seal. Replaced dso and uso seals. Device would not occlude during downstream occlusion test. Replaced camshaft and components. Observed multiple intermittent shutdowns while device was operating on battery power. Replaced pwa board and latch lock flex. Performed dso/uso calibration and lcd calibration. Performed performance verification tests, unit passed all testing criteria. Software updated to 1.6. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period